Event description:
It was reported that pump experienced repeated malfunctions, with caller noting malfunction code 12 and no notable events leading up to issue. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump; will rely on alternate method if necessary. Technical support arranged shipment of replacement pump with updated software.